Event description:
It was reported the patient's spouse called in to verify if transmission was successful and was informed that none of the patient's transmissions had come into clinic for the previous nine months. The spouse thought the transmissions were being received automatically. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. The change is reflected in this report.

Event description:
(B)(4).